Event description:
Information was received from a patient regarding an implantable neurostimulator for urinary/bowel dysfunction. It was reported that they had continued to have significant back pain where the implant was placed. Patient said they turned the therapy off for a period of time and they were still having pain. Patient also said they turned the therapy back on and decreased it from 0.6 to 0.4 but still, the pain was there around the implant site. Patient stated they were having the benefit in their symptoms. Patient also mentioned that they had an issue in that area already so they were not sure if it was from the implant beingplaced there or they had other nerve damage. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment with healthcare provider this week or next, they were waiting the confirmation from their doctor's office.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was functioning as intended and was much better than it was during their previous call. The patient stated they were experiencing about 40% symptom improvement but believe some limitations remain due to other nerve damage in the area; when the stimulation was increased to the recommended level, it causes pain in other areas that the patient could not tolerate. The patient confirmed they had been working with the manufacturing representative to resolve these issues and mentioned that the difficulties began on the same date as the implant. The patient has been trying to determine how to use the device without experiencing pain and was aware that the therapy should not be painful. They indicated they can manage the therapy now but have not yet reached full tolerance and were gradually increasing the stimulation by starting at 0.3 for a week and then increasing to 0.4 to see if it was tolerable. The patient confirmed trying different programs to find the most suitable one and noted that while the device has not resolved everything, it has helped with some symptoms they were not previously aware could be addressed. The patient also reported difficulty charging both devices simultaneously and confirmed attempting to do so; the agent explained that each device should be charged separately, which the patient understood. The patient inquired about which tests to avoid and whether a mammogram was permissible, so the agent provided general guidance and offered the patient therapy guide for review, which was also emailed to the patient. The patient confirmed they would have a follow-up appointment next week and was redirected to their healthcare provider for further evaluation of the issue.